Manufacturer narrative:
Concomitant medical products: 4549 competitor lead, implanted on (B)(6) 2012 and (B)(4) crt-d implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds oversensing and electromagnetic interference. Additionally, it was noted that the right ventricular (rv) lead exhibited electromagnetic interference. Both leads remain in use. No patient complications have been reported as a result of this event.